Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for meter 2 ((B) (4), strip lot 550923, exp. 05/31/2010). Reference medwatch report with (B) (4) for the suspect device system for meter 1.

Event description:
Caller reportedly received the following results on two different inform meters within 10 minutes: 232 mg/dl (meter 1, (B) (4)) 100 mg/dl (meter 2, (B) (4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific (bsc) crm received info that this dextrus right ventricular lead was exhibiting undersensing at this two week f/u visit. The lead was found to be dislodged. Therefore, a lead revision was performed.